Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent fracture occurred. A 3.00x24mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were broken. The device was removed all and procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on distal row 6 lifted distally from the stent profile. The remaining part of the stent showed no signs of damage. The crimped stent outer diameter (od) on the undamaged distal side was measured which the reading is within specification. Based on the complaint report and the analysis performed, the damage may have occurred during attempts to withdraw the device from the lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the mid-shaft section found a midshaft kink at 58mm distal to the midshaft to hypotube bond. The damage most likely occurred due to excessive tensile force being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. A 3.00x24mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were broken. The device was removed all and procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.